Event description:
Unid rods were implanted on (B)(6) 2020, the patient required surgery because of a sacral fracture/sacral hemangioma. Right unid rod broke in (B)(6) 2020, below s5 screw. Patient stated pain, weakness, and numbness down the left leg.